Event description:
It was reported a volume discrepancy was noted during a refill. The expected reservoir volume (erv) was 19.2 ml, the actual reservoir volume (arv) was 36 ml. A dye study was performed and it was unsuccessful. They were unable to fill and aspirate from the side port. It was determined the pump had been flipping in the pocket and the proximal portion of the catheter had been twisted many times and resulted in the catheter becoming occluded. Patient symptoms were reported as; less than 50% therapy relief, loss of therapeutic effect and return of some pain due to loss of therapy. The cause of the pump flippingwas determined to be due to the pump sutures breaking. Surgical intervention occurred and the pump was re-sutured in the existing pocket and the proximal portion of the catheter was replaced. Following the procedure, the patient was doing well and receiving therapy. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).